Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer's most recent glucose reading was 230mg/dl, and he was treated with food and glucose tablets. The daughter called to get assistance in how to use the block feature. The daughter believed that the customer bolused and forgot to eat. Advised the caller to speak with his doctor regarding the low glucose level, to monitor the insulin pump, and to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.